Event description:
Revision surgery - due to patellar tendon repair.

Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2023-00128; 342-16-706, s800 - revision surgery, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.